Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father called to report that the insulin pump alarmed a power error. Customer's father stated that the insulin pump lost power multiple times without changing the battery. Customer's blood glucose reading was 144 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.